Event description:
All this are symptoms from zinc poisoning [metal poisoning]. It comes in my throat I swallow it [accidental device ingestion]. I lost weight [weight loss]. I got dry throat [dry throat]. My stomach is burdened [stomach burning sensation of]. I got a cough [cough]. Mu gums are shrinking [gingival recession]. I have to reapply it [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of metal poisoning in a patient who received double salt dental adhesive cream (poligrip power max hold+fresh denture adhesive) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip power max hold+fresh denture adhesive. On an unknown date, an unknown time after starting poligrip power max hold+fresh denture adhesive, the patient experienced metal poisoning (serious criteria haleon medically significant), accidental device ingestion (serious criteria haleon medically significant), weight loss, dry throat, stomach burning sensation of, cough, gingival recession, device used for unapproved schedule and product complaint. The action taken with poligrip power max hold+fresh denture adhesive was unknown. On an unknown date, the outcome of the metal poisoning, accidental device ingestion, weight loss, dry throat, stomach burning sensation of, cough, gingival recession, device used for unapproved schedule and product complaint were unknown. The reporter considered the metal poisoning, weight loss, dry throat, stomach burning sensation of, cough and gingival recession to be related to poligrip power max hold+fresh denture adhesive. It was unknown if the reporter considered the accidental device ingestion and device used for unapproved schedule to be related to poligrip power max hold+fresh denture adhesive. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 01 aug 2023. The consumer reported that,"how much zinc is in poligrip 12hr fresh. Let me tell you what happens. It comes in my throat I swallow it. I lost weight, I got dry throat, I got a cough, my stomach is burdened. All this are symptoms from zinc poisoning. Mu gums are shrinking. It doesn't hold my dentures- only a couple of hours. I have to reapply it. It doesn't say on the tube zinc-free but it should if it really is. I will get tested in few dates and I will get court order to check the formulation of the poligrip. I will be suing you for not mentioning that. Where are you located. I want to speak with someone from USA". Follow up information was received from consumer on 01 aug 2023 from quality assurance department (qa) regarding complaint number (B)(4) for unknown batch number. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?] Batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Once additional information is received the case will be reopened and further investigation will be performed. The product complaint was concluded as unsubstantiated. Product complaint number was reported as (B)(4). Initial and follow up processed together.

Manufacturer narrative:
Argus case: (B)(4).